Manufacturer narrative:
H10: the sample was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye noted the female connector was separated from the main body of the twist clamp. Functional testing including leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was verified. The cause of the condition was related to an inadequate solvent bond between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (blue screw section) and the main body (light blue part) of a minicap extended life pd transfer set. When the patient tried taking off the minicap from the set, they saw the blue screw part of the miniset was turning loose from the light blue part. This occurred during use of the devices for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.